Manufacturer narrative:
The device is available for evaluation- it has not been received. Additional contact: (B)(6)

Event description:
The event involved a tego® connector where the customer reported that the end cap peeled, resulting in increased resistance to instilling saline. Unexpected or prolonged care is unknown and invasive procedure is not provided or not applicable. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
D9 - date returned to mfg on 11/21/2023. The used d1000 tego connector was visually inspected for occlusion that would result in resistance to flow during use. The fluid path was completely open without evidence of occlusion. A subsequent fluid test showed the fluid flowed without restriction. Finally the used d1000 tego connector was pressure and vacuum leak tested without failure. The complaint was unable to be replicated or confirmed. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.